Event description:
It was reported that at the user facility the power cord burned and fused to the rover. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.